Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 2.25x24mm synergy drug-eluting stent was advanced for treatment. However, it was noted that the proximal edge of the stent struts was damaged. The procedure was completed with a different device. There were no patient complications nor injuries reported.